Manufacturer narrative:
(B)(4). Concomitant medical products: unknown - unknown femoral component - unknown; unknown - unknown tibial component - unknown; unknown - unknown patella - unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure due to instability. The poly was replaced and exchanged with a thicker poly. There was no surgical delay. The surgical technique was utilized. Attempts have been made and all available information has been provided.